Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "air in line alarm, but tubing was broken inside the pump." Impact to patient: delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids, vital signs compromised. Other patient impact delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication / fluids, vital signs compromised. Action(s) taken changed out pump (isolate and send to bioengineering department), followed b braun tips to resolve alarms (air-in-line and occlusion), tubing replaced (triple bag and send to material management). Medication / fluid ringers IV rate tko.